Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and suspected infection. Upon removal of the srom stem from the srom sleeve, a discolorsation was noticed where the taper fixation occurred. The surgeon commented that it looked like corrosion.

Manufacturer narrative:
The complaint states first revision of s rom/ pinnacle right total hip was performed on (B)(6) 2016 at (B)(6). Patient received initial implant on (B)(6) 2015. Patient presented recently with hip pain and suspected infection. Biopsies were taken and sent for microbial testing. It was decided to revise the srom stem, sleeve and pinnacle cup. Upon removal of the srom stem from the srom sleeve a decolourisation was noticed where the taper fixation occurred. Surgeon commented that it looked like corrosion. Patient will have an antibiotic spacer in situ for 6 weeks and will then be undergoing further surgery to implant another hip prosthetic. A complaint database search and review of manufacturing records did not identify any anomalies. The files were reviewed: following review, confirmation of significant corrosion of the stem and sleeve components. Histological analysis of tissues suggests possible alval response caused by the corrosion of products. There is no new information that would affect MDR reportability. Two photos were provided and were reviewed and confirms decolourisation on the sleeve region. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.